Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account. The account evaluated the bed and found the brake not set switch connection was broken and disconnected from the foot hilow column. Per the hillrom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake alarm system: connect the bed to a wall power source, and set the brake to neutral. Make sure that the alarm activates and that you can hear it. If you cannot hear the alarm, troubleshoot the alarm and replace parts as necessary. Make sure that the alarm deactivates when the brake is set while the bed is connected to a wall power source. Make sure that the brake alarm switch is in the correct position. Adjust or replace parts as necessary. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician at the account will replace the brake switch assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed brake not set alarm was not sounding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).